Manufacturer narrative:
The concomitant product: ez steer thermocool sf nav; model# d-1313-05-s lot # 15975638l; (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the temperature dropped to 2 degree celsius without any error message and continued to ablate in this temperature. The generator was in power control mode. Changing out the catheter cable did not resolve the issue. The case was completed by changing the catheter without any patient consequence.